Event description:
Reporter alleged the blood glucose monitoring active system generated a result of lo (less than 10 mg/dl) when a new test strip was inserted into the system prior to it being dosed with blood or control solution. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.